Event description:
This pt who was enrolled in the study, underwent a stenting procedure to the right internal carotid artery (ica) in 2007. Following the procedure, the pt experienced behavioral change, aphasia, dysarthria and reflex change and hemiparesis in both sides. The pt was diagnosed with ischemic stroke. The onset of the symptoms was sudden and her recovery was partial with minor residual effects. The event was reported to not be related to the cordis product but was related to the index procedure. The pt is a female with a history of hypertension and stroke (approx two months earlier, with residual left sided weakness and occasional garbled speech). Her pre-procedure nih stroke scale score was 3. The target lesion was mildly calcified, but not tortuous. Access was obtained via the right femoral artery. The pt at times during the procedure was confused and uncooperative and had difficulty following commands. An arch aortogram and selective carotid angiograms were performed using a v-tek catheter. The physician then approached the right internal carotid artery, which had a 70% stenosis. The right innominate was then selected again with the v-tek catheter. A glidewire was advanced to gain selective access into the right common carotid artery. A sheath was exchanged for a 7fr. Shuttle sheath. The external carotid was then wired with the same glidewire and the v-tek catheter was advanced into the right external carotid. This was exchanged for a supracore wire.

Manufacturer narrative:
The sheath was then advanced over this wire into the right common carotid artery and the sheath and the v-tek catheter were removed from the pt. The right internal carotid artery was then wired and a 6 fr. Angioguard embolic protection device was placed in the appropriate segment of the intracranial carotid artery. Pre-dilation of the lesion was performed with a 4.0x 40mm viva balloon, which was inflated to 12 atms. A precise stent was placed at the lesion and post-dilated with a 5 x 2 sterling balloon at 14 atms. The pt remained hemostatically stable throughout the procedure. The protective filter was then removed from the pt. There was no embolic material within the device. An excellent result was obtained. It was noted that the pt required extra versed due to her behavior, so by the end of the procedure she was very drowsy. The pt tolerated the procedure well with no immediate complications. After the procedure was completed, but still in the cath lab, she had a dramatic worsening of her neurological symptoms. Her nih stroke scale score 24-hrs post-procedure was 22. The pt was discharged on one day after the original date, and her symptoms had not completely resolved at the time of her placement in a nursing home. The pt was discharged on aspirin and clopidogrel. The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.